Event description:
--

Event description:
Boston scientific received information that during interrogation of this device, a fault code 1003 and a message that voltage is too low for projected remaining capacity was observed. The caller stated that the device indicates there is ten years of remaining longevity and the device appears to be functioning appropriately. No adverse patient effects were reported.

Event description:
The device was subsequently explanted and returned for testing.

Manufacturer narrative:
A boston scientific technical services consultant stated that this fault code is an early warning indicator that something is prematurely depleting the battery and the device should be replaced as soon as possible. The device remains in service at this time and will be replaced in the near future. This product issue will be updated when additional information is received.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of the device memory confirmed a low voltage battery fault (fault code 1003) had been recorded. External visual inspection of the device noted no anomalies. Initial automated testing verified basic sensing, pacing and shocking functions of the device. After the titanium case was opened, microscopic visual inspection did not reveal any irregularities. The battery was then removed, so that an external power supply could be connected to the device for further analysis. A higher than normal current usage was observed. Electrical testing isolated the high current condition to two compromised low voltage capacitors that are connected to the device¿s battery. This type of component malfunction can result in a high current drain, which over time can result in premature battery depletion, as was observed in this case.

Manufacturer narrative:
This product issue will be updated when device evaluation is complete.

Manufacturer narrative:
(B)(4). Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.